Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The vessel sealer extend (vse) instrument was analyzed and found to have a dislodged blade based on the log review. Visual inspection did not reveal any damage. Components adjacent to this dislodged blade did not show damage. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with the full range of motion in all directions. The grips opened and closed properly. The instrument passed the cut and seal test in 2 of 2 attempts. A review of system logs showed a blade exposed/jammed failure. Advance log review showed six (6) 22026 errors "vessel sealer extended failed during homing on usm3 (toolid: vessel sealer extended)". Additional findings unrelated to customer-reported complaint included: the instrument was found to have one half broken and missing ceramic dot at the distal jaws. The dot was not placed in its original place as it was missing. The instrument passed the continuity test. The probable root cause for the findings of missing ceramic dot is attributed to manufacturing as the instrument had all its life.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the vessel sealer extend (vse) instrument had a recognition issue and was unable to dock with errors. The use of the instrument was discontinued, and it was replaced with a backup. The user completed the procedure and no known impact or patient consequence was reported.